Event description:
The following description of the event was coped from a carefusion ventilation compliant form submitted on behalf of the user facility by carefusion (B)(4) (our EU representative). "Adverse event on (B)(6) 2015: (B)(6) child at ECMO and sensormedics (hfo) ventilation. Nurse was inside the room doing the routine checks. Cdp increased by 1 point to do the suction maneuver and pressed the "45 sec. Silence" button. Prepared the endotracheal suction immediately afterwards over trachecare (closed suction system). When reaching the y-piece with the aspiration tip, the sensormedics suddenly falls and an alarm tone was heard. Pushed the "45 sec silence" button, tried to restart the unit, without success. Called on duty doctor mrs [name removed] and the nursing staff at the same time. Switched child immediately to bag ventilation. Patient was stable during the bag ventilation, tried to start the ventilation again, without success. Called dr. [Name removed] (neo1 doctor) and neo 1 nurse ([name removed]). Further attempts failed, device can't be operated again. Done leakage tests and replaced parts. No success during startup. Brought new sensor medics. Put it together, checked function and hooked it up to the patient. Child endured the change of the device well. During this time (all in all a duration of 40 minutes) child was always in a stable condition. Blood gas values were also stable."

Manufacturer narrative:
(B)(4). The carefusion (B)(4) field service technician, visited the user facility, evaluated the device and determined that the cause of the reported incident was that the patient circuit was missing the plugs on two ports and that the humidifier inlet tube of the patient circuit was kinked. Once the two plugs were replaced and the kink was removed from the tube, the device operated as intended.